Event description:
The account alleged the bed has no function.

Manufacturer narrative:
The tech found the head of bed would not rise due to zero voltage to the valve guide tube. The tech replaced the head up solenoid valve to repair the bed.